Event description:
The customer reported the ict syringe was leaking on the architect c4000 analyzer. Service replaced the 1 ml syringes, performed 6063 flush ict module and 2155 flush bulk solutions and visually check for leaks, no leaks seen, and ran controls. The leaking was noted to be coming from behind the ict ref syringe assembly where it was noted that one of the 1ml syringes was loose. The syringe was tightened and no further leaking observed. There was no reported impact to patient management or user safety.

Manufacturer narrative:
Complete information for section 9: rcr # 3016438761-10/06/21-003-c further investigation determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued on 29sep2021 to all architect customer¿s notifying them of the issues in architect software versions 9.41 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version 9.45 or 9.5.